Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending artery. Add'l info has been requested.